Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had several power error detected alarms. The customer saw the display go fuzzy and their blood glucose level went high. They switched to insulin pens and went to the hospital. They were disconnected from the insulin pump and put on an insulin intravenous therapy. The customer stated their blood glucose was okay. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed all functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump was monitored for a day and no unexpected fuzzy display, partial display, or additional display anomalies noted. Insulin pump was received with scratched case, serial number label fading, damaged display window cover, pillowing keypad overlay, and minor scratched lcd window.